Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had come into outpatient and the ventricular assist device (vad) coordinator had noticed there were some unusual low voltage and emergency backup battery (ebb) fault alarms. It was noted that the low voltage alarms were thought to be caused by a contact error between the battery and battery clip. This was attempted to be replicated by the vad coordinator with proper battery and battery clip and the alarm occurred again. It was noted that there was an ebb exchange in (B)(6) 2025, but the ebb fault alarms had returned. The vad coordinator corrected the issue by reconnecting the ebb but stated that it was repeatedly happening to this patient. It was requested that a look be taken at the system controller to see if that was the issue. The log files were reviewed, and an ebb fault event was seen at (B)(6) 2025. This event occurred after an attempted load test. There were also several low power advisory events recorded while on battery and mobile power unit (mpu) power. These events were associated with brief reduction in the relative state of charge (rsoc) signal values. Based on the troubleshooting provided and the log files it was suggested that the voltage issue may be due to an issue with the system controller. It was recommended that the system controller be replaced whenever possible and of the patient could tolerate a pump stop. The system controller was exchanged resolving the alarms and no more had been heard from the hospital.

Manufacturer narrative:
Section h6 medical device problem code correction. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2025 to (B)(6) 2025 from 23:55:55 to 15:52:20. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm remained active throughout the remainder of the data. Intermittent irregular low voltage advisories can be seen throughout the log file while connected to both the mpu and external batteries. No other notable events were observed. The system controller (serial number (B)(6)) was returned for analysis along with backup battery (serial number (B)(6)); however, the backup battery faults triggered by the load test could not be reproduced. The system controller was unremarkable and passed all functional testing. Per additional information, the backup battery fault alarm resolved upon exchanging the system controller and there have been no further irregular alarms. The root cause of the reported events was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 04jun2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.